Event description:
It was reported that following implant of an inflatable penile prosthesis (ipp), the patient had a bulge on the side of his penis. Initially it was thought that the cause was a cylinder aneurysm and a surgical intervention was performed. During the surgery, the physician noticed that the rear tip extenders (rte) were too long for the patient causing the cylinders bulged. The rtes were removed to readjust the size of the cylinders for the patient and solve the problem. The implant remains in service. No further issues were reported.

Manufacturer narrative:
Corrected values: h6 and h10. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that following implant of an inflatable penile prosthesis (ipp), the patient had a bulge on the side of his penis. Initially it was thought that the cause was a cylinder aneurysm and a surgical intervention was performed. During the surgery, the physician noticed that the rear tip extenders (rte) were too long for the patient causing the cylinders bulged. The rtes were removed to readjust the size of the cylinders for the patient and solve the problem. The implant remains in service. No further issues were reported.